Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported alarms during testing and evaluation. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 96 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection revealed an unknown black contaminate inside the turbine assembly. Carefusion is recommending replacement of the turbine assembly.

Event description:
It was reported to carefusion that the patient was making noises over the ventilator while the ventilator was alarming "low pressure" and "disc sense". The customer changed the ventilator circuit and there was no change in the alarms. The nurse stated that the patient was in distress and the patients oxygen saturation level dropped to 88%. Afterwards rescue was called, and the ventilator was on but no air was coming out of the ventilator. The patient was manually ventilated with no permanent harm.